Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in (B)(6) 2008, the customer's doctor prescribed the use of an insulin pump with an infusion set. On (B)(6) 2008, she failed to receive the correct doses of insulin to manage her diabetic condition. The insulin pump and infusion sets allegedly continued to fail multiple times throughout 2008 and 2009. She suffered numerous debilitating seizures resulting from improper amounts of insulin. She has suffered and will continue to suffer. Nothing further was reported.